Manufacturer narrative:
Block h6 (device codes): imdrf device code a051201 captures the reportable event of peg tube dislodged or dislocated. Block h6 (impact codes): imdrf impact code f23 captures the reportable event of unexpected medical intervention. Block h10: the returned endovive replacement button with enfit was analyzed. The button dome was returned for analysis. Upon visual assessment, the button dome presents signs of use however, no visual problems were detected. Therefore, the reported complaint cannot be confirmed. Based on the condition of the returned device, engineers determined the reported event feeding tube - dislodged or dislocated was not confirmed because the results of the analysis performed on the returned device showed no evidence of problems or defects. Perhaps the kind of stress, manipulation or patient's anatomical conditions could have contributed to this event, however, there is no objective evidence to determine that the reported event occurs due to a device problem. Boston scientific has determined the most probable cause of this complaint is no problem detected. There is no evidence of a manufacturing issue or design which could have caused influence on the event. Block h11: b5 has been updated.

Event description:
It was reported to boston scientific corporation that an endovive replacement button with enfit was used during a percutaneous endoscopic gastrostomy replacement procedure on (B)(6) 2023. Post-procedure, on (B)(6) 2023, while attempting to administer nutrition, it was noted the replacement button had dislodged. A CT scan was performed, and it was found around the third portion of the duodenum. The replacement button was removed, and upon implantation of a new device, it was checked that the fistula had no problems. A new endovive replacement button was placed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): imdrf device code a051201 captures the reportable event of peg tube dislodged or dislocated. Block h6 (impact codes): imdrf impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported to boston scientific corporation that an endovive replacement button with enfit was used during a percutaneous endoscopic gastrostomy replacement procedure on (B)(6) 2023. Post-procedure, on (B)(6) 2023, while attempting to administer nutrition, it was noted the peg tube had dislodged. A CT scan was performed and it was found around the third portion of the duodenum. The peg tube was removed, and upon implantation of a new device, it was checked that the fistula had no problems. A new endovive replacement button was placed. There were no patient complications reported as a result of this event.